Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, device manufactured date, method codes, results codes, conclusion codes: updated. Device evaluated by manufacturer: initial device inspections reveals damage at the spring tip. Visual inspection of the device shows that the spring tip is fractured and there is solder damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states, "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip. (B)(4).

Event description:
Same case as 2134265-2011-01264. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. No vessel details are available. The floppy rotawire guide wire was advanced across the lesion when the rotablator burr catheter touched the tip of the rotawire guide wire, detaching it into a side branch. The tip became dislodged and was unable to be retrieved. The vessel was stented. The patient's status is stable.

Event description:
Same case as 2134265-2011-01264. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. No vessel details are available. The floppy rotawire guide wire was advanced across the lesion when the rotablator burr catheter touched the tip of the rotawire guide wire, detaching it into a side branch. The tip became dislodged and was unable to be retrieved. The vessel was stented. The patient's status is stable.